Manufacturer narrative:
It was reported the product was not used on the patient. Conclusion: actual sample was returned for evaluation. Pinholes were noted in the foil back of the package. The condition of the package indicated it was excessively handled. The package was wrinkled and bent and had an overall rough appearance. It cannot be determined if the pinholes were present before the package was opened. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Event description:
It was reported that the patient underwent robotic-assisted right pyeloplasty on (B)(6) 2015 and clip was used. It was noted that the foil packaging on the product had pinholes. A new like product was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.